Event description:
It was reported that 82 days after implantation of a 3.00x32mm taxus express2 drug eluting stent, an in-stent restenosis occurred. The target lesion was located in the mid circumflex artery. A pre-intervention stenosis percentage of 90-95% was reported. After using a kissing balloon technique to dilate the lesion, a 3.00x32mm taxus stent was deployed in the lesion. A post-intervention stenosis of 0% was reported. No information was received concerning the tortuosity or the calcification of the vessel or patient medications. The patient was reported to have tolerated the procedure well. The patient presented 82 days after the initial procedure with an 90% in-stent restenosis in the circumflex artery distal to the 1st obtuse marginal artery. After balloon dilation, a 2.50x16mm taxus stent was deployed inside the previously placed 3.00x32 mm taxus stent. A post-intervention stenosis percentage of 0% was reported. The patient was reported to have tolerated the procedure well.